Event description:
It was reported to boston scientific corporation in 2009, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure, according to the complainant, during the procedure, the tip of the device split. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.